Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of insert slide clamp alarm was confirmed. The root cause of the reported condition was due to the safety slide clamp assembly being out of calibration. To correct the issue the safety slide clamp assembly was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. There was no patient involvement. Additional information was requested and is not available.